Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by failure analysis. The instrument was connected to the in-house generator system and passed self-test. A piece approximately 0.086" x 0.689" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Root cause of broken blades is attributed to use conditions. Broken blades result from damage caused contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator warned: high pressure of the line, change a new instrument. The procedure was completed with no reported injury.